Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 1103 vad implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the controller exhibited an unexpected loss of power and ventricular assist device (vad) disconnect alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as both devices remain in service. No performance allegations were made against (B)(6). A review of the devices¿ history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up with an associated motor start event logged on 21/may/2025 at 14:46:01. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Review of the event log file revealed that the controller had not been in use prior to the power up event; the controller last had power on (B)(6) 2024, indicating that the power up event occurred during a controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 13:30:42, likely due to the controller being powered on without the driveline connected during the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the loss of power to the controller can be attributed to a controller exchange. Based on the available information, the most likely root cause of the vad disconnects can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power occurred due to a controller exchange. The controller was programmed for the patient and then exchanged 42 minutes later.